Manufacturer narrative:
(B)(4). The reported issue was not duplicated during testing.

Event description:
Covidien received info stating that the ht70 ventilator touchscreen was unresponsive. There was no pt involvement.